Event description:
The customer reported a part seemed to have popped out of the forceps mouth of the subject device. The customer thought the "part¿ was not related to the scope; however, requested to have the scope inspected for possible anomalies. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (a part popped out of forceps mouth) was not confirmed. In addition, service found the bending section cover was sagged, the adhesive on the bending section cover was chipped, the light guide corrugated tube was collapsed and the label on the connector was peeled off. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, since the reported issue of foreign material coming out of the forceps channel could not be confirmed, the cause could not be determined. This supplemental report includes information added to device manufacture date. Olympus will continue to monitor field performance for this device.